Manufacturer narrative:
It was initially reported that the end-user of an unidentified air mattress developed stage 3-pressure ulcer to the coccyx. Reportedly, the air mattress is uneven and has no airflow in between pockets. Despite good faith efforts to obtain additional information, no further end-user, product, or event details is available. The end-user was reportedly admitted to the hospital on (B)(6) 2018 for multiple issues, including the reported pressure ulcer. Currently, the end-user remains having a visiting nurse that comes in everyday to apply "special dressing" and apply topical cream for wound care. Per end-user, he remains using the air mattress at this time since the home health agency, who originally provided the air mattress to the end user, informed the end-user that the "the bed is right." Due to the reported event, hospitalization and need for professional wound care, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause for the reported event could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the end-user of an unidentified air mattress developed pressure ulcer which required hospitalization and professional wound care.